Manufacturer narrative:
Company representative confirmed the issue and replaced the telepacks.

Event description:
Customer reported an issue with the panorama central station telepacks, which may have affected patient monitoring. No patient injury was reported.